Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and two vials of test strips (lot ps2384) were returned, no investigation required: test strips are expired and no product complaint was alleged by the customer. Note: manufacturer contacted customer in a follow-up call on 11-aug-2021 to ensure customer had received the replacement products and that they are working as intended - able to establish contact with customer who stated they are comfortable with the glucose readings from the replacement products.

Event description:
Consumer called for upgrade to true metrix product line as they have discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 06/30/2018 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported.